Manufacturer narrative:
Medtronic received additional information that the 31mm annuloplasty ring was deemed too large and was therefore replaced with the 29mm annuloplasty ring of the same model. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately post implant of this 31 mm mitral annuloplasty ring, the ring was explanted and replaced with a 29 mm ring of the same model. The reason for the replacement was not reported. No additional adverse patient effects were reported.